Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the 4 way valve not shifting, and it was noted that this would cause the unit to immediately shut down. Additional malfunction was the power switch had no alarm.